Manufacturer narrative:
Findings: no button error alarm noted. Escape button did not respond due to corroded keypad trace. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 143 mg/dl. The customer stated that the baby vomitted on pump 30 minutes ag. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.